Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any information is found that would change or alter any conclusions or information, a supplemental will be filed. Zimmer biomet will continue to monitor for trends. Desteiger, r. N., pandey, r., & mclardy-smith, p. (1996). Ultrasonically driven tools. The journal of arthroplasty, 11(1), 120-121.

Event description:
It was reported in a journal article that during a hip revision surgery the patient experience a bone fracture during cement plug removal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that during a hip revision surgery the plug remover separated from the attached rod and lead to osteotomy of the patient's femur. Attempts have been made and additional information on the reported event is unavailable at this time.